Manufacturer narrative:
Terumo cardiovascular systems did receive the actual device for eval and visual inspection confirmed the complaint. A rep retention sample was also evaluated and no foreign matter was visually detected. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, they noted a small hair inside the arterial filter. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.